Event description:
Sales consultant reports that two unknown screws backed out of a sternal locking plate. It is not known when or how the screws backed out. The plate was initially implanted on (B)(6) 2013 with ten screws. Patient was returned to the operating room on (B)(6) 2013 to have the screws removed. Two screws were reported to have backed out, however three screws were received from the facility. This report is on 3 unknown screws. This is 2 of 2 reports for (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6). This report is on 3 unknown screws, part and lot numbers are unknown. Without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The device was returned and the investigation is ongoing.

Manufacturer narrative:
A product development evaluation was completed. Three screws of unknown type were received in a generic plastic bag with no labeling or markings. The screws were identified as sternal unilock screw ø3 self-drilling, two were 18mm in length and one was 16mm in length. One 18mm screw has no visible damage. The second 18mm screw has numerous markings and gouges on the head that appear to have partially stripped the crucible drive mechanism. Additionally, the locking threads are partially collapsed and the cortical threads, proximal to the head, are damaged. The locking threads of the 16mm screw are flattened and damaged in numerous locations. The complaint category attached to the screws was ¿implant pulled out/backed out.¿ the sternal unilock screw ø3 self-drilling is part of the titanium sternal fixation system and is used to secure sternal plates from the titanium sternal fixation system. The information is provided per the titanium sternal fixation system technique guide. The returned sternal unilock screw ø3 self-drilling were manufactured in an unknown location on an unknown date. The 16mm and one 18mm screws were received with extensive damage to both the locking and cortical threads, while the other 18mm screw shows no damage. The corresponding plate was not received and as such the complaint condition was unable to be replicated. Additionally, the head and drive mechanism on the damaged 16mm and 18mm screws have numerous tool marks and appear stripped. The tool markings are consistent with a matrix mandible/rib self-retaining screwdriver blade as described in the technique guide. A review of the most current revision of the design drawings was performed and there were no changes made to the design of the sternal unilock screw ø3 self-drilling. Also, the design of the threads on the plates and screws would allow them to mate properly. The design is adequate for its intended use and did not contribute to this complaint condition. Per the technique guide, the sternal unilock screw ø3 self-drilling must be inserted perpendicular to the plate and the screw axis must be aligned with the thread axis; additionally, the screws must be inserted manually rather than under power. The tool markings on the heads of the damaged screws are the result of using power during implantation/explantation. Due to extensive damage to the threads and the drive head interoperatively, this complaint is indeterminate from a design perspective. The design is adequate for its intended use and did not contribute to this complaint condition. Proper functioning of the locking screws requires that the screws to be inserted perpendicular to the plate using a manual insertion technique. Due to the extensive damage to the threads and drive head, and the lack of information regarding technique there is insufficient evidence to accurately confirm this complaint. Therefore, this complaint is indeterminate from a design perspective.

Manufacturer narrative:
According to the additional evaluation, three screws were received in a plastic tube (not in the original packaging), no labelling was present. The parts are not etched; they were identified by visual inspection and dimensional analysis as sternal unilock-scr ø3 self-drill l18/l16 ta. The three screws were examined under the microscope and the threaded parts of two of them show post production damages. The manufacturing evaluation found no evidence of manufacturing nonconformance related. The screws were inspected and met drawing specifications. The device history review could not be done due to the missing lot numbers. Therefore we consider this complaint to be indeterminate from a manufacturing standpoint.